Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 352 mg/dl and 43 mg/dl for low blood glucose. Customer's mother declined to troubleshoot for high and low blood glucose stated she thinks the pump is fined and her son is not doing a good job taking care of him-self.